Event description:
A trilogy 100 ventilator was returned to the manufacturer for recertification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed a pos flow verification test step during evaluation at the manufacturer's service center. The device's active exhalation control module (aecm) was replaced to address the issue. The device was retested and failed the pos flow verification test. The sensor board printed circuit assembly (pca) was replaced to address the issue. As part of preventive maintenance, the blower assembly, overhead blower filter, enclosure feet, and inlet filter were replaced. The handle was cracked and required replacement. The device was disqualified from recertification due to repair costs. The device was scrapped. A final report is being submitted. If any additional information is received, a supplemental report will be filed.